Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a low voltage lead had "already quit." The lead remains in use. No patient complications have been reported as a result of this event.